Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical devices: 4591 lead, implanted (B)(6) 2009.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was prophylactically replaced. The patient is pacing dependent, therefore replacement was initiated to preclude permanent impairment of a body function or permanent damage to a body structure. It was also reported that the right atrial (ra) lead exhibited noise, particularly with body movement. A possible fracture was suspected. The lead was programmed off and then capped and replaced approximately two years later. No patient complications have been reported as a result of this event.